Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (non-recoverable system error). The chiller temperature (t4) was 33.2, no water from left port chiller tank empty. It was determined that the device had a failed mixing pump and requested a quote for 2000-hour service. Per sample evaluation results received via task on 23jan2025, it was reported that the tank seals had wear and tear. Circulation pump outlet tube no longer holding the diverter in place.

Manufacturer narrative:
The reported issue was confirmed. Root cause could not be determined. The device was evaluated upon receipt. Circulation pump outlet tube no longer holding the diverter in place. Replaced circulation pump outlet tube. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (non-recoverable system error). The chiller temperature (t4) was 33.2, no water from left port chiller tank empty. It was determined that the device had a failed mixing pump and requested a quote for 2000-hour service. Per sample evaluation results received via task on 23jan2025, it was reported that the tank seals had wear and tear. Circulation pump outlet tube no longer holding the diverter in place.